Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed under microscope and with the naked eye with no issues noted. Functional tests were performed including leak, clear passage, and clamp function testing with no issues noted. Upon conclusion of the investigation, the reported problem could not be verified and the cause undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mis-spike occurred with a uv flash transfer set during connection using a clean flash device. There was no patient injury or medical intervention reported with this event. No additional information is available.